Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (with complications)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012) and multigravida. Previously administered products included for an unreported indication: depo-provera from 2005 to 2006. Concurrent conditions included biliary colic, chronic cholecystitis, right upper quadrant pain, pelvic pain female, fibrocystic disease of breast and perineal pain. Concomitant products included fluconazole (diflucan), hydroxyzine since 2018 and oral contraceptive nos from 2007 to 2012. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2018, dilation and curettage and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the menorrhagia, abdominal pain lower, vaginal haemorrhage and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dyspareunia, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: two coils could be seen visually extruding through the tube on this side. The patient had a small perforation of the right fallopian tube with 1-2 coils visible outside of the fallopian tube on this side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (with complications)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012) and multigravida. Previously administered products included for an unreported indication: depo-provera from 2005 to 2006. Concurrent conditions included biliary colic, chronic cholecystitis, right upper quadrant pain, pelvic pain female, fibrocystic disease of breast and perineal pain. Concomitant products included fluconazole (diflucan), hydroxyzine since 2018 and oral contraceptive nos from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2018, dilation and curettage and novasure endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the menorrhagia, abdominal pain lower, vaginal haemorrhage and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dyspareunia, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: two coils could be seen visually extruding through the tube on this side. The patient had a small perforation of the right fallopian tube with 1-2 coils visible outside of the fallopian tube on this side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs and mr received. This case was upgraded from other event to incident. Event injury nos was updated to lower abdomen pain, perforation (fallopian tube(s)), pregnancy (with complication), pregnancy (stillbirth or miscarriage), abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse) and device ineffective. Other relevant history, concomitant drug and lab data were added. Date of explant added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.